Manufacturer narrative:
It was reported to abbott that a patient got intubated and was having difficulty swallowing after their paddle trial procedure. Patient was admitted to hospital and had elevated blood white blood cells count. It is unknown if the infection is related to the stimulator or elsewhere. The patient is currently doing well and has made a full recovery. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient got intubated and was having difficulty swallowing after their paddle trial procedure on (B)(6) 2023. Patient was admitted to hospital and had elevated blood white blood cells count. It is unknown if the infection is related to the stimulator or elsewhere. Patient is currently doing well and has made a full recovery.